Event description:
Aortic stent graft had a crack in the delivery device that was discovered after it was removed from patient's iliac artery. It would not deploy in the patient. Went to remove it from patient and it was difficult to remove.